Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was found to be working and put back into service.

Event description:
It was reported that the 9900 system images were too dark or black. No pt injury was reported.